Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the b30 scope communication error could not be determined. B30 error is occurs due to poor communication between the camera head and the processor. It is possible that the b30 error occurred due to a temporary communication failure caused by water intrusion due to cable damage. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿never reprocess, or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was not confirmed. There was no b30 scope communication error present. However, the cable unit was found deformed and damaged in several spots. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that while preparing for a hysteroscopy procedure, his olympus hd camera head began presenting a b30 scope communication error. According to the initial reporter the intended procedure was completed using another unit without any harm to the patient.